Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their stimulation continues to shut off without notice since about 3 weeks ago. Agent asked if patient was seeing a message on their screen indicating stimulation is off and patient stated no, but all of their intensity settings will have changed to 0; patient confirmed they will still see green outline around group letter. Patient noted they have 4 different groups and currently use group a and c. Patient stated they will wake up at night to go to the bathroom and will notice the pain and check the controller and every one of the intensity levels will be on 0. Patient stated this is the case for all 4 groups. Patient added that they were at a doctor's office yesterday and they noticed the pain in their back had just got worse all of a sudden and when they pulled the controller out of their pocket the stimulation was again off, which agent understood as intensity was at 0. Patient confirmed they keep their implant charged up and stated a lot of times they will charge before bed. Patient also commented that this helps them, so they take care of it, in reference to scs device. Patient added that for what has been longer than 3 weeks (agent attempted but was unable to confirm event date), they will go to adjust their intensity up or down and will see cannot provide desired intensity settings msg. Patient noted that message may appear 3 or 4 times while they are trying to increase or decrease their intensity. Agent reviewed message and role of rep and redirected patient to their healthcare provider/ mdt representative to further address the issue.